Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A patient died after an endoscopic procedure for endoscopic submucosal dissection (esd) with the subject device. The user facility requested olympus to check the air feeding function (volume and pressure) of the device. The user facility did not provide other detailed information.

Manufacturer narrative:
The following fields were corrected: a2, a2, a3, a4, b7, d9 (date), g6 (foreign report source - japan). This report is being supplemented to provide additional information based on the findings of the device evaluation and the legal manufacturer's final investigation. To reproduce the reported event, the device was used under conditions that simulated the usage/facility environment. The connections were the same as the user facility, as were the temperature and humidity conditions; 25.6 degrees celsius and 50 percent respectively. The device was used/manipulated according to the instructions for use (IFU) and no abnormalities were observed. The device was subjected to 2 hours of consecutive air feeding (low/medium/high), and the air supply was deemed to be stable. Air feeding measurements were taken while applying minimal shaking or impact on the endoscope. No abnormalities were observed with the air and water feeding functions. There was speculation of excessive insufflation by the facility, however a relationship between the device and the patient's reported health hazard was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over 6 years since the device was manufactured. With respect to inspecting the air and water feeding, the user is instructed to perform the following according to the IFU: ¿4.13 inspection of air and water feeding. The light source incorporates an air pump and water tank to feed air and water into the body cavity from the nozzle at the endoscope¿s distal end. Confirm that air and water is fed from the nozzle at the endoscope¿s distal end and that the amount of air and water changes by changing the airflow level. 1 press the airflow button: the airflow indicator ¿on¿ lights up. 2 press the airflow regulator button repeatedly and confirm that the indication of the airflow regulator indicators light up in the cycle of ¿l¿ (low), ¿m¿ (medium), and ¿h¿ (high). (Figure 4.20). Note: ¿ the airflow regulator setting is automatically saved when the light source is turned off, and it is recalled when the light source is turned on again. ¿ the factory default setting of the airflow level is ¿h¿ (high). 3 press the airflow regulator button to set the airflow to high. 4 immerse the distal end of the insertion section in sterile water to a depth of 10 cm. 5 cover the hole of the air/water valve of the endoscope. 6 press the airflow regulator button to change the airflow level setting and confirm that the amount of bubbles from the air/water nozzle changes accordingly. 7 release the hole of the air/water valve of the endoscope. 8 remove the distal end of the endoscope from the sterile water. 9 depress the air/water valve of the endoscope. 10 press the airflow regulator button to change the airflow level setting and confirm that the amount of water exiting from the air/water nozzle changes accordingly. 11 release the air/water valve of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. However, the exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.